Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump monitored for several days. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and a21 alarm test. No battery power loss alarm during testing. Pump history download using thds was successful. However, there is no data available on (20-jan-2020), unable to perform data analysis for failed battery alarm complaint. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
01/21/2020 12:07:28 pst d. Carpenter (carped6) phone (1-800)646-4633x8.. Per china: the customer's blood glucose is normal, didn¿t require medical treatment. The customer complained that the pump occurred battery test fail alarm. They change battery and battery cap. It¿s no use. No further details given. Customer: (B)(6) in warranty - purchase date 07/20/2017 repair and return RMA created date of report :20/01/2020 (dd/mm/yyyy) complaint taken by: (B)(6) 15 email of employee taking complaint: (dibcnsupport @medtronic.com).